Event description:
The customer reported via phone call that their insulin pump had repeated no delivery alarms. The customer also reported a high blood glucose of 242 mg/dl. Customer treated their blood glucose manually. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.